Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for tube push off was observed. Retention sample testing: 20 retention samples subjected to a underfill and tube push off test. All samples passed the test with no defects being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for tube push off based on the video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tube pushed off. 100 tubes were affected. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during blood drawing. Defect: the rubber stopper of the vacuum blood collection tube pops out against the needle. Impact: no adverse effects on medical staff and patients.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tube pushed off. 100 tubes were affected. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during blood drawing. Defect: the rubber stopper of the vacuum blood collection tube pops out against the needle. Impact: no adverse effects on medical staff and patients.